Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the leaking or scarring. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patients blood glucose level rose to between 280 mg/dl and 360 mg/dl while wearing the pod between 36 and 48 hours. It was discovered that the pod was leaking from the infusion site (abdomen), and a scar and bruising were observed when the pod was removed. As treatment, a manual injection was given.